Event description:
On (B) (6) 2010, the lay user/patient in (B) (6) contacted lifescan (lfs) to report the one touch lancing device had a cracked casing. The technical service rep contacted the pt to obtain and verify info; however, was unable to reach him by telephone. The sr medical surveillance specialist classified the complaint based on the info originally provided to customer service. Since (B) (6) 2009, the pt noted the casing was cracked and broken on the reported lacing device, and he was unable to obtain blood samples for blood glucose level testing. On (B) (6) 2010, the pt experienced the symptoms of hypoglycemia, and coma. The pt was taken to the hosp and admitted. It would have been helpful to determine the pt's specific symptoms, if he attempted to test his blood glucose level while symptomatic, what actions were taken, his blood glucose level as tested by the hcp, his treatment, his admitting diagnosis, if the pt took his usual meals and medications during the time period he was unable to test his blood glucose levels, his medication regimen and his expected blood glucose readings. The lancing device was replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the reported lancing device issue, and rec'd emergency medical attention and admission to the hosp. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.